Manufacturer narrative:
No product has been made available for manufacturer analysis. Lot number was provided for the device alleged to be involved in the incident. No issues or nonconformance's were found and no trends were identified. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
This event was reported to the manufacturer by the patient's contact lens prescribing and purchase location as reported to them by patient. The patient visited urgent care (a&e) and was subsequently referred to the hospital eye services (hes) for treatment. Details of the initial visit on (B)(6) 2025 have not been made available. Exam notes from follow-up on (B)(6) 2025 were provided to the manufacturer and indicate a large (5.5x4.7mm) epithelial defect with infiltrate, diagnosed as corneal ulcer. Exam also showed conjunctival hyperemia, anterior chamber activity, descemet folds, and a 2.5mm hypopyon. Exact location of the ulcer is unknown, however, is reported by the patients prescribing physician to be central. This is noted as suspected pseudomonas, however, has not been confirmed with culture reports. The patient was prescribed ciprofloxacin 0.3%, to be administered hourly for one week. The prescribing physician notes that as of (B)(6) 2025, when the information was provided, that the patient had been seen for two additional visits on (B)(6) 2025 and the incident remains unresolved. This event is being reported due to the indication of a central corneal ulcer with anticipated permanent impact to visual acuity. Should further information become available, a follow-up report will be submitted as appropriate.

Event description:
This incident was initially reported under 9614392-2025-00007 on (B)(6) 2025, as an infectious corneal ulcer which was suspected to be, but at the time of report not confirmed as, pseudomonas. Additional information was provided on may 18, 2025, a hospital microscopy report. A sample was collected from the patient's left contact lens on (B)(6) 2025, it underwent microbiological analysis, which identified the presence of serratia liquefaciens bacterium. To date, no further information has been received on the event/injury, treatment, or patient outcome. Should further information become available, a follow-up report will be submitted as appropriate.

Manufacturer narrative:
New relevant medical information provided on may 18, 2025. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed. Manufacturers incident report is updated to reflect new details.